Manufacturer narrative:
Background data the observation form contained only very limited information. 9 y.o. Child had "surgery for an osteofibrous dysplasia of the prox. Tibia". "Tumor was resected, and bone void filled with cerament bvf". The child had "prolonged would leakage for about three weeks leading to revision surgery". "Skin and soft tissue revision with debridement, removal of cerament and skin and soft tissue closure" were performed on the 9th of may 2023. Questions like patient characteristics, type of surgery, volume of cerament bone void filler, etc. Cannot be answered. We have no available radiograph and can only guess some details from the received photo. Medical investigation we used the information from the observation form, the call and evaluated the available photo. We have no available radiograph and can only guess some details from the received photo. The post-op image shows a yellow substance draining through the surgical wound / incision of the proximal tibia. As we know from the observation form cerament bone void filler was used for filling a bone void after resection of an osteofibrous dysplasia of the proximal tibia in 9 years old child. According to the instructions for use cerament bone void filler is indicated to be placed into bony voids or gaps in the skeletal system, which may be the result of benign bone cysts and tumors (in adults and pediatric patients more than 9 years old). We have no available radiographs and sufficient details of the case, which makes an investigation difficult. We made some assumptions mainly using the post-op image. "White drainage" is a well-known occurrence in calcium-based bone void fillers. In the literature, the risk of white wound drainage is between 30% [1], 15% [2], 10% [3] and 6% [4], with the cerament products at the lower side of the spectrum [4]. It usually can be managed expectantly without revision surgery [4]. The longest duration of white drainage, which ceased without intervention was 12 weeks [4]. The drainage stops once the calcium sulphate component is completely degraded. In this case migration of cerament into the soft tissue / wound causing a white drainage and the soft tissue inflammation led to a serious deterioration in the health status, requiring second operation, and thus this event was reportable to the regulatory authority. Risk assessment and instructions for use the risk is discussed in the risk assessment for cerament bone void filler (fmeca doc ID mc-000396 rev 05): "white drainage" (u.5.1, u.5.2). "Cbvf leaks to the soft tissue" (u.5.3). "Cbvf leaks to the soft tissue, inflammation reaction "(u.5.4). With justification for the incorporation of precaution, potential adverse events and directions for use into the instructions for use (IFU 0007-12 en 2020-10): "in cases where it is not possible to establish a sufficient wound closure there might be a risk of skin inflammation reaction and/or prolonged wound drainage." "Calcium based bone void fillers may color wound drainage white. This should not be a concern, however, be aware of the risk of infection when drainage occurs." "Close the wound meticulously to avoid leakage into the soft tissue. Follow accepted clinical practice for postoperative care." "Bone fracture and wound complications, including hematoma, site drainage, infection and other complications are possible side-effects of surgery". "May cause inflammatory reaction if present in soft tissue." Evaluation of product review of batch records was not possible to perform since the complainant did not specify the lot number. However, analysis of the general complaint trend does not indicate any batch specific issues. Conclusion the information to this complaint is very limited. We made some assumptions mainly using the single post-op photo. "White drainage" is a well-known occurrence in calcium-based bone void fillers. The incident reported is an expected and foreseeable effect which was described in the instructions for use and in the risk assessment for cerament bone void filler. Usually, surgical revision is not necessary; however, in this case the surgeons decided to do so. Risk assessment and precautions / potential adverse events / directions for use in instructions for use already cover the occurred event, and hence it can be concluded that there are no corrective actions required. Complaint subclass according to sop0803 rev 21: drainage / white drainage. Literature references 1. Qin ch, zhou ch, song hj, cheng gy, zhang ha, fang j, tao r. Infected bone resection plus adjuvant antibiotic-impregnated calcium sulfate versus infected bone resection alone in the treatment of diabetic forefoot osteomyelitis. Bmc musculoskelet disord. 2019 may 24;20(1):246. 2. Ferguson jy, dudareva m, riley nd, stubbs d, atkins bl, mcnally ma. The use of a biodegradable antibiotic-loaded calcium sulphate carrier containing tobramycin for the treatment of chronic osteomyelitis: a series of 195 cases. Bone joint j. 2014 jun;96-b(6):829-36. 3. Ferguson j, bourget-murray j, stubbs d, mcnally m, hotchen aj. A comparison of clinical and radiological outcomes between two different biodegradable local antibiotic carriers used in the single-stage surgical management of long bone osteomyelitis. Bone joint res. 2023 jul 4;12(7):412-422. 4. Mcnally ma, ferguson jy, lau ac, diefenbeck m, scarborough m, ramsden aj, atkins bl. Single-stage treatment of chronic osteomyelitis with a new absorbable, gentamicin-loaded, calcium sulphate/hydroxyapatite biocomposite: a prospective series of 100 cases. Bone joint j. 2016 sep;98-b(9):1289-96.

Event description:
Prolonged wound drainage prox tibia for about 3 weeks. Prolonged would leakage for about three weeks leading to revision surgery. Skin and soft tissue revision with debridement, removal of cerament and skin and soft tissue closure.